Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) level rose to 27.4 mmol/l (493.2 mg/dl) between 37 and 48 hours of wearing the pod. The patient reported high bg and ketones of 2.1 and went to 1.7 after a suspected pod failure overnight. The patient applied a new pod around 10:30 am and temporarily switched the system to manual mode with a temporary basal, administered 5 units via insulin pen, and followed sick day rules per guidance from their diabetes nurse. The patient¿s symptoms included feeling sick and thirsty. The patient described an intermittent sensor signal issues with a libre 2 plus sensor and noted the prior cannula appeared slightly bent after removal from the left arm.